Event description:
On (B)(6) 2016, the patient underwent a right total knee replacement at the hospital for special surgery in implanted with a recalled optetrak logic psc polyethylene tibial insert (serial #: (B)(6)). On (B)(6) 2018, the patient underwent right knee revision surgery due to accelerated and preventable wear of the optetrak psc polyehtylene tibial insert and femoral loosening. *initial summary-as reported by the hospital for special surgery (hss), this patient, a 61-year-old male at the time of the initial surgery, underwent revision approximately 1.2 years after primary knee arthroplasty due to aseptic loosening. **the revision reported in (B)(4) was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.